Manufacturer narrative:
Investigation is ongoing. Valve remains implanted.

Event description:
It was initially reported by partner 3 clinical trial, that approximately 4 years and 5 months post implant of a 23mm sapien 3 valve that the patient presented with stenosis and possible central regurgitation. The patient was admitted for a swelling due to an indwelling catheter in the upper extremity (for chemotherapy). An echocardiogram was performed, and stenotic valves were reported. The velocity 8.8m/, the mean gradient was 30mmhg, and the ava was 0.78cm. The echo also noted mild to moderate aortic insurgency. Multiple eccentric jets were noted 9 and 10 o'clock as well as a central jet. Per medical record review, the one-year transesophageal echocardiogram (tee) showed there was an increase in the tavr valve gradients to 19.7 mmhg compared to the previous year of 13.7 mmhg. There was no obvious leaflet motion abnormality seen by echocardiogram. The three-year tee showed a left ventricle hypertrophy (lvh) with normal lv systolic function, ejection fraction (ef) was 55-60%, bioprosthetic aortic valve with mild to moderate aortic insufficiency as well a as a central jet, av mean gradient 30mmhg, the leaflet mobility seems to be preserved and an ava was 0.78cm.

Manufacturer narrative:
Update to h6, device code, type of investigation, investigation findings and investigation conclusions. The sapien 3 valve was not returned to edwards lifesciences for evaluation; therefore, no visual inspection, functional testing and dimensional testing is applicable. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the complaint code. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for stenosis was confirmed based on the medical report. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "approximately 4 years and 5 months post implant of a 23mm sapien 3 valve that the patient presented with stenosis and possible central regurgitation. An echo was performed, and stenotic valves were reported. The velocity 8.8m/, mean gradient was 30mmhg, and the ava was 0.78cm. The echo also noted mild to moderate aortic insufficiency. Multiple eccentric jets were noted 9 and 10 o' clock as well as a central jet". It was noted from the medical report that the mean av gradient increased from 14mmhg (tte in 2017) to 30mmhg (tte in 2021). The elevated gradient indicates obstructed flow across the valve likely due to stenosis. In this case, patient had history of chronic kidney disease (ckd) per medical record. It is well known that patient with pre-existing co-morbidities (ckd) may be predisposed to bioprosthetic calcification. Furthermore, tissue calcification can cause leaflet thickening thereby causing stenosis. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. In this case, the patient had severe stenosis which can prevent the valve leaflets from opening and closing properly, leading to central regurgitation. The available information suggests patient factors (stenosis and ckd,) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.